Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump shut off randomly. This was observed during patient infusion with norepinephrine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.